Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation case, using a webster 10 pole catheter, a perforation was noticed and confirmed through ultrasound. The caller reported that a pericardiocentesis was performed and 100cc of fluid was removed. The perforation occurred during a second transseptal using a st. Jude sheath 8f. The patient, a (B)(6). Was reported to be in stable condition. The physician attributes the patient injury to the patient¿s anatomy, possible cor triatriatum. No ablation catheter was used or opened for this procedure. There were no reported malfunctions of any bwi products during the procedure. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter passed. Therefore the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: carto 3 system, model #: m-4800-01, serial #:(B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #:(B)(4). Soundstar catheter, model #: m-5723-05, lot#:s1414463. Lasso nav variable eco catheter, model #: d-1343-01-s, lot (d134301, 17110272l). St. Jude medical - transseptal needle was used ref number (B)(4). St. Jude medical - 8fr transseptal sheath, ref (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/29/14. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during an atrial fibrillation case, using a webster 10 pole catheter, a perforation was noticed and confirmed through ultrasound. The caller reported that a pericardiocentesis was performed and 100cc of fluid was removed. The perforation occurred during a second transseptal using a st. Jude sheath 8f. The patient, a (B)(6) year old male, (B)(6) lbs. Was reported to be in stable condition. The physician attributes the patient injury to the patient¿s anatomy, possible cor triatriatum. No ablation catheter was used or opened for this procedure. There were no reported malfunctions of any bwi products during the procedure.